Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of air bubbles in the sheath occurred. It was reported, that there was an air bubble on the vizigo¿ sheath, and could not be cleared. Tried taking the sheath out and flushing it but the issue was still there, they also, tried to cover the dilator and aspirate, but the issue continued. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. A replacement vizigo¿ sheath was requested. Air was not introduced into the patient. The physician flushed the catheter to eliminate bubbles. There was no patient consequence as such, no medical intervention was required. Patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of air bubbles in the sheath occurred. It was reported, that there was an air bubble on the vizigo¿ sheath, and could not be cleared. Tried taking the sheath out and flushing it but the issue was still there, they also, tried to cover the dilator and aspirate, but the issue continued. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 27-feb-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).